Event description:
It was reported that the system displayed an x-ray disabled error message and failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm boards were removed and reseated. The system was tested and found to be working as intended and returned to service.